Event description:
It was reported that the customer had high blood glucose levels of 7.2 mmol/l. The customer reported that some of the buttons of the insulin pump were responding intermittently. The customer also reported that some pieces of plastic broke from the reservoir of the insulin pump during prime. The customer also reported a clicking sound from the motor of the insulin pump during rewind. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).